Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 350 to over 400 mg/dl range. Reportedly, the customer believes basal rate may not be delivering as expected. Customer delivered a bolus and administered manual injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the report, customer's bg level was 149 mg/dl.